Manufacturer narrative:
Sc-1140 (sn: (B)(6)) device evaluation indicated that the device was in service for 29 months, with an energy use index (eui) range (13.5) which is within the expected range per the direction for use. Lab analysis of the device did not reveal any anomalies. Sleep current, vh impedance, and battery internal resistance were measured in the expected ranges.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.